Manufacturer narrative:
(B)(4). Batch # unk. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a laparoscopic hysterectomy the bottom tip of the device came off during the case. A second like device was used to complete the procedure. There were no patient consequences reported.